Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported an intraocular lens (iol) implant that was cut out and removed during an initial procedure. The surgeon could not see the haptic and decided to remove the lens. The surgeon attempted to adjust the lens into position and was having difficulty doing so. The surgeon felt that the haptic was caught and caused a capsular tear. No vitrectomy was performed, the surgeon cut out the original lens and removed and replaced it.

Manufacturer narrative:
Product evaluation: only the empty lens case was returned inside the opened carton with some of the inner packaging components. The lens was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of an approved cartridge with a viscoelastic. It is unknown if the approved component of the viscoelastic was used. Product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the complaint. It cannot be determined if the iol contributed to the event. The lens was not returned for an evaluation. The manufacturer internal reference number is: (B)(4).